Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet pump and expressed concern that the pump was not ¿learning¿ properly; the user reported a recent blood glucose of 54 mg/dl with lethargy and headache, treated with oral glucose, and noted recent changes to the secondary target and entered weight made with a diabetes specialist. Symptoms included lethargy and headache consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and education by support personnel with consideration of a factory reset and transfer to a clinical education line. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.